Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the physician and obtained the following additional information regarding the reported event: the intra-procedure complication (i.e. Bleeding) was noted during a lavage which occurred after needle and forceps biopsies were performed with the use of an intuitive flexision needle and also cook --captura forceps (a 3rd-party manufacturer instrument.) An estimated blood loss of 150 cc was noted from the suction canister (instilled fluid subtracted). The physician was unsure if the bleeding was related to the ion endoluminal lung biopsy system or an instrument. The physician commented that the event was more likely due to the composition or characteristics of the nodule that was biopsied. The physician confirmed that the patient was not hypotensive and did not exhibit clinical signs indicating an issue caused by the bleeding. The physician also stated that the intervention administered was more based on her practice of managing bleeding in these types of cases. In addition, isi obtained a copy of the bronchoscopy procedure note. Per the procedure note, peripheral needle biopsies were performed with no reported device issues or malfunctions. After the needle biopsies were performed, a bronchoalveolar lavage in the right upper lobe (rul) posterior segment was completed with normal saline lavage. Bloody fluid was observed during aspiration of lavage fluid. The physician removed the ion catheter at this point to allow for insertion of a flexible bronchoscopy to aspirate blood, and further assess the situation. There was a moderate amount of bleeding noted which required therapeutic aspiration as well as insertion of a fogarty 5 balloon (a 3rd-party manufacturer device) which was inflated into the rul posterior segment to allow for hemostasis. During the event, the patient's vitals remained stable. After hemostasis was achieved and confirmed, the patient was successfully extubated and transferred to the pacu in stable condition. A chest x-ray was performed one hour post-procedure showing opacities in the rul as a result from the bleeding, no additional complications were identified. Based on the current information provided, the cause of the intra-procedure complication is unknown. There is no allegation or evidence that a malfunction of an ion system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: at the completion of an ion endoluminal lung biopsy procedure, bloody fluid was observed during aspiration of lavage fluid. Per bts 2013 guidelines ( du rand ia, blaikley j, booton r, et al. Thorax 2013;68:i1¿i44), bleeding is a known complication of this type of procedure. As a result of the bleed, additional intervention in the form a flexible bronchoscope was inserted to aspirate approximately 150cc of blood. In addition, a fogarty 5 balloon was inserted and inflated to achieve hemostasis. However, at this time, the cause of the intra-procedure complication is unknown and no device malfunction was experienced.

Event description:
An event was initially reported at the completion of an endoluminal lung biopsy procedure that is part of a prospective, multi-center, clinical utility study using the ion endoluminal system. During the lung biopsy procedure a biopsy needle and a biopsy forceps were used to retrieve tissue for diagnosis. The physician noted "bloody fluid" in the syringe that was connected to the catheter during aspiration while performing a routine broncho-alveolar lavage after the injection of 80 cc of saline. As a result, the ion system was undocked, the catheter removed from the airways and a bronchoscope used to evaluate the situation and suction the blood. Subsequently, a balloon catheter was inserted to control the bleeding. After 5 minutes balloon tamponade, the bleeding ceased, and the patient was extubated. The patient was in stable cardiorespiratory and hemodynamic conditions at all times. A control x-ray 1 hour after the procedure showed no other complications besides signs of the occurred bleeding in the right upper lobe. The patient was discharged the same day.